Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery with a prostyle device after an interventional stroke thrombectomy procedure with a 6fr sheath. Reportedly, the foot did not retract and the device could not be removed. The physician was able to remove the device by cutting the suture, placing the black lever to its original position to retract the foot and sliding the device out over the suture. Manual compression and a femostop device were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A conclusive cause could not be determined for the reported difficult to open or close the foot and device entrapment. The unexpected medical intervention appears to be related to circumstances of the procedure. Factors that may contribute to a difficult to open or close the foot and device entrapment include, tissue or suture caught in the foot, or posterior cuff partly deployed in the foot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.